Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30 serial #: (B)(4) description:infinion splitter 2x8 kit(30 cm) model#: sc-2316-50 serial #: (B)(4) description:infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was also noted that multiple contacts showed high impedances. The patient underwent a revision procedure wherein the lead and splitter were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that device malfunction was suspected on one lead and two splitters.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was also noted that multiple contacts showed high impedances. The patient underwent a revision procedure wherein the lead and splitter were replaced. The patient was doing well postoperatively.